Event description:
General report received of an unspecified number of undocumented incidents of backflow of fluid from the secondary solution containers to the primary solutions containers. The primary tubing sets were being used to deliver unspecified solutions via symbiq pumps. The option-lok male adapters of the secondary tubing sets were connected to the clave y-sites of the primary tubing sets for piggyback deliveries of unspecified medications. It was reported the primary solution containers were lowered below the secondary solution containers. After unspecified lengths of time in use, the nurses noted the backflow of fluid from the secondary solution containers into the primary solution containers. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects, and no reported delays in critical therapies. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).